Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Two days after the event onset, the patient was treated with vancomycin injection (1gm every 5th day, ongoing) and meropenem injection (1gm per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.